Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for between 37 and 48 hours. The patient's blood glucose levels rose to 460 mg/dl. When the pod was removed from the infusion site (arm), the patient noted the area appeared red and swollen with purulent discharge draining. The patient visited the doctor's office and was prescribed cefovit 500 mg pills and mupirocin antibiotic ointment for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The pod was received with the soft cannula deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported event. The exact cause of the reported event could not be determined.